Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold. In addition, the impedance values were significantly different while tested in bipolar and unipolar configuration, exhibiting a difference of about 400 ohms. Testing and reprogramming were done to optimize as per safety margins. The ra lead remains in use. No patient complications have been reported as a result of this event.